Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at the first firing of duodenum resection in distal gastrectomy bypass of gastroenterostomy procedure, they used devices in question. The surgeon clamped the tissue and tried to fire the device, however could not squeeze the handle and was able to press the green button. Replaced by new cartridge and connected to the original handle; however, could not fire the device. Then replaced by new handle and another new cartridge; however could not fire the device. Then replaced by another new handle (the third one) and new cartridge (the 4th one), and the firing was completed. The procedure was completed by this handle with no problem. The status of the patient was reported as no problem.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device with articulating medium/thick reload. Visual and functional evaluation of the reload found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. If information is provided in the future, a supplemental report will be issued.